Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify prime or fill anomaly, device test failed anomaly and motor error alarm due to buttons not responding. The motor was tested outside of the device and passed. Pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had symptoms such as nausea. Customer's blood glucose value was 475 mg/dl at the time of the call. Customer reported that she changed her site and has a motor error alarm. Unable to complete the high blood glucose troubleshooting due to customer's spouse will contact their healthcare professional and will call back to complete troubleshooting. Customer also reported that the insulin pump was squirting insulin during priming process and had a motor error alarm. Customer's blood glucose was 375 mg/dl. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that during displacement test, the motor stopped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.